Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 18.8-19.3cm from the distal tip, consistent with lead friction to another device or heart feature. Externalized conductors due to internal insulation abrasion were noted at 11.3-14.0cm from the distal tip. The etfe coating was abraded at these locations. Internal insulation abrasion was noted at 15.0-16.0cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that externalized conductors were observed. The lead was explanted.